Event description:
Eleven (11) days after the index procedure, the pt complained of chest pain and was taken to the hosp as an emergency. Coronary angiography demonstrated thrombus present in the previously implanted cypher stent and in the entire portion of the two (2) previously implanted bare metal stents (bms). The sub acute thrombosis (sat) was treated by aspiration of the thrombus and percutaneous transluminal coronary angioplasty (ptca) using a quantum maverick 3.0/20 mm balloon. The pt's cilostazol was resumed. The physician's comment regarding the cause of the sat was that the pt stopped taking the cilostazol without consulting the physician due to a rash. Ae#2: the report from the affiliate indicated that the pt had a restenosis of a previously implanted palmaz-schatz 3.5/15 mm stent approximately five (5) months after implantation. The target lesion was the mid to distal lad. The restenosis was treated with a multi-link 3.5/15 mm stent implanted proximal to the palmaz-schatz in overlapping fashion.